Event description:
It was reported that this vns patient was referred for prophylactic generator revision. The device was at an ifi-yes status as of (B)(4) 2014. On (B)(4) 2015, this vns patient underwent prophylactic generator replacement due to ifi=yes. Prior to surgery, system diagnostics showed were within normal limits with ifi-yes. On (B)(4) 2015, this generator was identified as having been affected by a manufacturing error that led to the generator remaining programmed on to a high output state for several months. During the time that the device remained programmed on, the generator is believed to have used a significant amount of battery capacity. The calculated projected life accounting for the time that the device remained on did not meet the design requirements for batter longevity. As a result of this, the generator reached an ifi status indicator earlier than expected. This explanted generator was returned on (B)(4) 2015 and is currently undergoing product analysis.

Manufacturer narrative:
Device history records reviewed. No device failure occurred; however, the device did reach an end of life condition earlier than expected due to the generator remained programmed to a high output state during manufacturing. The event did not cause or contribute to a death or serious injury.

Event description:
Product analysis for the returned generator was completed and approved on 04/01/2015. In the product analysis lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The battery, 2.695 volts as measured during completion of the final electrical test, shows an ifi=yes condition. The data in the diagaccumconsumed memory locations revealed that 24.671% of the battery had been consumed. However, the reported allegation of ¿premature end of life (eol)¿ was duplicated in the lab. Other than the noted event, there were no additional performance or any other type of adverse conditions found with the pulse generator.

Manufacturer narrative:
No device failure occurred; however, the device did reach an end of life condition earlier than expected due to the generator remained programmed to a high output state during manufacturing. The event did not cause or contribute to a death or serious injury.